Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # em13c008, #em13h011 and # em13g014. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and microscopic examination of the display extender mas head deformation and damage at the top of the retention features; additionally, all four upper portions of the mas extender interface features are also damaged, consistent with overload. The event description states that the ¿l5 set screw was already screwed in and a rod was almost sunk in the l4 screw head...¿. This suggests possible cantilevering of the rod due to uneven tightening of the set screws. This cantilevering could result in reverse or upward loading of the mas head, as well as potential binding of the extender. The event description also states ¿although the extender window showed ¿rd¿, the set screw was not sinking into the head. The extender eventually came off from the screw by swinging inwardly and outward.¿ with the extender in a bind, the back and forth motion of the extender, could induce damage of the mas head retaining features. The above observations are consistent with overload of the extender mas head retention features.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5. It was reported that the extender popped off of the bone screw at l4 on the left side. The placing of the set screw was completed without the extender in place. No patient complications were reported.